Event description:
It was reported that the pt presented with complaints of increased pain. The pt was found to have "undelivered medication in the pump". The pt was taken to surgery on (B) (6) 2010 for exploration of the system. Several attempts were made to aspirate medication from the catheter which were unsuccessful. The hcp made the decision to remove the entire implanted system and reimplant a new one under fluoroscopy. The pt tolerated the procedure well and was discharged to home later that same day. Additional info has been requested, a f/u report will be sent if additional info becomes available. (B) (4). Additional info from user facility medwatch report: pt with history of chronic lower extremity pain had implantation of intrathecal drug delivery system performed at this hosp (B) (6) 2005. The pt recently presented to pain mgmt physician with complaints of increased pain; on eval, pt was found to have undelivered medication in the pump. The pt was taken to the or (B) (6) 2010 for exploration of the system; several attempts were made to aspirate medication from the catheter which were unsuccessful; physician made decision to remove the entire implanted system and reimplant a new system. The new system was implanted under fluoroscopy. The pt tolerated the procedure well and was discharged home later the same day.

Manufacturer narrative:
(B) (4). (B) (4). (B) (6). (B) (4). Synchromed ii el pump; intrathecal drug delivery system; (B) (4). Medtronic indura 8709 catheter 5.64 lot#: j12363r32; medtronic accessory kit 8590-1 lot#: j11919r. Age of device: 5 yrs.